Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed

Event description:
Boston scientific received information that this pacemaker device had 1 year remaining with a magnet rate of 100 when last checked on earlier this year. The patient had a recent device check and battery was at end of life (eol). Boston scientific technical services (ts) discussed that it could be that auto capture started to have a hard time getting an evoked response which caused higher output. This would then factor into longevity calculation and approximation. This device was explanted. No additional adverse patient effects were reported.